Event description:
It was reported that the patient experienced an ipsilateral embolic stroke four days after the procedure. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Of note, plaque prolapse was not recognized at the time of the procedure. Four days after tcar procedure, the patient presented with stroke symptoms (right hand numbness and facial aphasia). The patient was treated with tnk (tenecteplase). The following day the patient experienced aphasia, and the symptoms had not resolved at the time of reporting. Imaging performed reveled intraluminal material. A p2y12 resistance test was performed post procedure, and the patient was responsive to p2y12 platelet function test with a platelet reactivity unit (pru) of 123.

Manufacturer narrative:
H6: patient code was updated based on internal review and conclusion code was updated based on additional information.

Event description:
It was reported that the patient experienced an ipsilateral embolic stroke four days after the procedure. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Of note, plaque prolapse was not recognized at the time of the procedure. Four days after tcar procedure, the patient presented with stroke symptoms (right hand numbness and facial aphasia). The patient was treated with tnk (tenecteplase). The following day the patient experienced aphasia, and the symptoms had not resolved at the time of reporting. Imaging performed reveled intraluminal material. A p2y12 resistance test was performed post procedure, and the patient was responsive to p2y12 platelet function test with a platelet reactivity unit (pru) of 123.